Event description:
In 2007, this pt was treated with a gore excluder aaa endoprosthesis trunk ipsilateral leg component. During insertion, the graft was positioned at the level of the renal arteries. However, deployment of the device resulted in proximal movement of over a centimeter, unintentionally covering the renal arteries. Two boston scientific equalizer balloons were inserted, one on the inside of the graft and one on the outside between the graft and the vessel lumen. The outer balloon was inflated, resulting in detachment of the proximal anchors from the lumen. The inside balloon was then used to pull the device distally. The trunk ipsilateral leg component was successfully repostioned. The physician proceeded with the endovascular repair, including implantation of two bare metal genesis stents in the pt's renal arteries. The pt tolerated the procedure. No films are being returned to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.